Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR." Message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6)) displayed the "system error, out of service, revert to manual CPR" error message was confirmed during the functional testing and based on the archive data review. The root cause of the reported complaint was the failed processor board (pca), likely attributed to the failed component as the processor board was replaced in june 2021. The archive data review indicated system error 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, thus confirming the customer's complaint. The processor pca assembly was replaced to address the system error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform serial number (B)(6). (B)(6) was reported on 07 june 2021, the processor board was replaced to remedy the fault.